Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value. Event occurred in (B)(6). Patient's therapeutic range not provided. Dates for inr values not reported. Inratio inr = 3.4. Coagucheck inr = >8. Lab inr outside tolerance. Sample from patient "isn't chemical measurable for the lab". No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of a recent in-house investigation found that the lot was performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. Root cause could not be determined from the information provided by the customer.